Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a syncopal episode. Atrial tachy response (atr) and rhythmiq events were stored in the logbook however there were no electrograms (egm) to review. Boston scientific technical services (ts) discussed the limits for both types of events related to device storage. There was an event stored at approximately the same time the patient experienced the syncope, however the event was overwritten. Ts discussed the features and the possibility that right ventricular beats may have been dropped prior to the device switching to ddd mode. No additional adverse patient effects were reported.